Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set tubing was leaking at insertion site, which cause the patient blood glucose level was elevated to 1400 mg/dl, therefore patient was sent to emergency room and got hospitalized and received IV and fluids saline and insulin. No further information available.